Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a cloudy effluent. The cause of cloudy effluent was not reported. The patient was not admitted to the hospital. The patient began treatment with intraperitoneal (ip) vancomycin (2 gram, frequency and duration not reported) and ip ceftazidime (1 gram, frequency and duration not reported ) for the event. At the time of this report, the patient was feeling well and was recovering from the event. Physioneal therapy was ongoing. No additional information is available.